Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of damage associated with difficult stylet removal was confirmed and the cause appeared to be use related. One 4fr single-lumen (s/l) per-q-cath PICC was returned for investigation. The catheter had been trimmed at the 53cm depth mark and the distal segment of the tubing was not returned for investigation. Nine curves were observed in the catheter tubing between the 0cm depth mark and the 25cm depth mark. The stylet had been retracted through the t-lock extension set and the distance between the septum on the extension set and the black tab was 16.2¿. Multiple kinks were observed in a 6¿ section of the exposed stylet wire. The kinking and curved sections of the stylet indicate that the stylet may have been manipulated without flushing the catheter. The red hang tag was present on the stylet, which states, ¿warning ¿ flush catheter prior to use. A microscopic examination revealed that the weld tip was present at the distal end of the stylet and a tactual investigation confirmed that the stylet was intact. A functional test of the catheter revealed that the lumen was patent to infusion. After the catheter was flushed, the stylet was removed without resistance. The damage observed on the stylet was consistent with stylet removal difficulties; however, since the stylet could be removed without resistance after flushing the catheter, it appeared that the damage was associated with use. The instructions for use (IFU) state, ¿caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recx0404 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an examination found that the guidewire could not move when beginning to trim the catheter prior to catheter placement. The catheter would wrinkle if retracting the guidewire. Ceased use. 1/21/2020 - returned wire is kinked.